Event description:
On 21nov2025, a representative from an optical store called to report that a patient¿s (pt¿s) family member came into the store and advised the pt had an ¿eye infection¿ after wearing an acuvue® oasys® for astigmatism brand contact lens (cl). The family member advised that the pt saw an optometrist who looked at the right eye (od) and was prescribed antibiotics (name and frequency not provided). The od ¿cleared up, was looking much better¿ and the pt tried the next lens and the same thing happened, so the pt saw an ophthalmologist. The family member advised that the ophthalmologist advised it ¿is probably the cl batch.¿ the representative advised it is unknown if pt was cleared to return to cl wear, but had no additional information to provide. On 25nov2025, the pt provided additional information. The pt started having eye inflammation and redness in oct2025 while wearing a cl that ¿didn¿t feel right.¿ the pt went to the optometrist who advised the pt that there were 2 ¿small ulcerations.¿ the optometrist did not provide the location of the ulcers on the cornea. The pt was prescribed ciprofloxacin four times daily (qid) od for 1 week with no cl wear. The pt advised that the ¿eye cleared up, he wore a new cl without issue.¿ the pt refused to provide any additional information and refused to provide contact information for the treating doctor to confirm the diagnosis and treatment. On (B)(6) 2025, the pt¿s od corneal ulcer was determined to be a serious adverse event as we were unable to verify the diagnosis and treatment with the treating doctor. The date of the pt¿s event is being reported as 01oct2025 as the exact event date is unknown. It is unknown if the pt¿s od suspect cl is available for return for evaluation. A comprehensive review of the manufacturing records for lot number b017w09 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. If any further relevant information is received, a supplemental report will be filed, as appropriate.